Event description:
It was reported that at pump replacement, a priming bolus for the pump tubing was not performed. The pump was then connected to the non-aspirated catheter and the hcp planned to program a 100ug single bolus and supplementation of the patient with oral medications in order to avoid baclofen withdrawal during delivery of the water in the pump tubing was being considered. A follow-up report will be sent if additional information becomes available to us.